Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring split in half. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).